Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up in clinic, episodes of noise reversion resulting in inhibited pacing were noted on the right ventricular (rv) lead. The patient was stable.